Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the wire popped loose on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. Frayed strands were sticking out at the wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.